Event description:
The customer called to report that the buttons were not responding. The customer stated that the insulin pump was exposed to moisture while on vacation.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly, motor and keypad trace. Unable to confirm the button anomaly due to the blank display.